Manufacturer narrative:
Reported event: the surgeon left the checkpoints in the patient and needed an additional surgery to remove them. Device evaluation and results: the checkpoint was not returned. The issue in this complaint was not a product defect but a use error. Device history review: review of the device history record shows no non-conformances for the parts. Complaint history review: a review of complaints in (B)(6) related to p/n 111645 shows zero additional complaints related to the failure in this investigation. Conclusions: the surgeon left the checkpoints in the patient even with the on-screen warning and user guide warnings. There were no device issues. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned fo evaluation.

Event description:
During a partial knee arthroplasty procedure, the checkpoints were left in the patient. A revision surgery was done (on a later date) to remove the checkpoints.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a partial knee arthroplasty procedure, the checkpoints were left in the patient. A revision surgery was done (on a later date) to remove the checkpoints.